Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Device remains implanted.

Event description:
It was reported from the clinical study site that on (B)(6) 2016 the patient hemoglobin (hgb) dropped to 6.7 g/dl and he was given 1 unit of packed red blood cells (prbcs) to increase his hgb to 8.6 g/dl. On (B)(6) 2017 the patient's hgb dropped to 6.3 g/dl, and he was given 2 units of prbcs to increase hgb to 8.8 g/dl. It was noted on (B)(6) 2017 the patient complained his stomach was on fire overnight, he had dark emesis and loose black stool which were guaiac negative. Patient hgb dropped from 8.3 g/dl to 6.0 g/dl on (B)(6) 2017 and he was given 2 units of prbc and hgb increased to 7.8 g/dl and remained stable. Gastrointestinal (gi) was consulted and on (B)(6) 2017 an esophagogastroduodenoscopy (egd) found a single non-bleeding angiodyplastic lesion in the stomach that was treated with thermal therapy and exudative esophagitis, likely infectious or pill-induced which could have possibly explained recent hematemesis. Esophagus cells were sent to cytology which found no malignant cells and fungal organism morphologically consistent with candida species are present. The patient hgb remained stable after the egd and gi signed off on (B)(6) 2017. It was reported that the issue had been resolved on (B)(6) 2017. No additional information available.